Event description:
Additional information received reported the patient experienced ¿excellent relief, >90%, during their trial¿ and was implanted with a permanent device on (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient has had peripheral neuropathy in both feet for four years and was the reason for their trial system. It was reported the patient has had stimulation ¿shooting up their legs/going through their legs¿ since the trial start on (B)(6) 2014. It was noted that for the first five days the device was terrific and they felt very little stimulation in their legs. It was noted that the patient told the manufacturer representative this was happening because their leads were shifting. It was noted that for the ¿last two days¿ the stimulation in their legs was more uncomfortable than the first five days. It was noted that the trial system was being removed on the day of report. It was noted the patient turned their stimulation off the night prior to the report and now they could feel their pain coming back. It was noted there was nothing wrong with the patient¿s legs. Additional information received reported the patient¿s report ¿makes no sense¿. It was noted the patient underwent a one week trial with >70% pain relief and is now scheduled for permanent implant on (B)(6) 2014. It was reported there were no problems reported by the patient during the trial.

Manufacturer narrative:
.